Event description:
It was reported that the patient had a urinary tract infection and also had fecal incontinence. The representative advised to change the purewick female external catheter immediately if contaminated with fecal matter. The patient had been using this product for less than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed use related. A potential root cause for this failure could be "patient has fecal incontinence and is unaware of their condition or the restrictions of use" it was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The device was not returned for evaluation. A DHR review was not required because the investigation was confirmed use related. The instructions for use were found adequate and state the following: "replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter". "Warnings: discontinue use if an allergic reaction occurs". Not recommended for patients who are: ¿ having frequent episodes of bowel incontinence without a fecal management system in place. Assess device placement and patient¿s skin at least every 2 hours". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient had a urinary tract infection and also had fecal incontinence. The representative advised to change the purewick female external catheter immediately if contaminated with fecal matter. The patient had been using this product for less than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.